Event description:
Intraoperative/intraocular injection of discovisc during cataract removal - contents of syringe was more solid - it is normally a gel viscous substance. It was immediately removed - cornea was cloudy right after. Box and product syringe is saved, discovisc alcon lot #06c16k, exp 2008 02.